Event description:
The liner was impacted during the revision surgery; but the surgeon could manually dislocate. The ball got debris during attempts. Surgery was extended for 30 minutes due to this incident.